Event description:
It was reported that that there were concerns about possible left ventricular (lv) loss of capture on this recently cardiac resynchronization therapy defibrillator (crt-d). Which was suspected to be caused by premature ventricular contractions (pvcs). Further review was recommended. No adverse patient effects were noted.